Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) with nausea, vomiting, symptoms of dehydration, and large ketones. The patient was reportedly treated with intravenous fluids, insulin injection, and other unspecified treatment. The patient reportedly remained on insulin pump therapy. During troubleshooting, reporter noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with a basal history discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 05/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: a review of the black box showed that the pump was manually suspended on 04/17/2016 at 15:40 followed by a reboot at 16:15; deliveries resumed when the pump was powered back on 04/19/2016 17:10. The last basal and bolus deliveries occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with on a 2.0 unit per hour basal rate and at the end of testing the basal history correctly indicated 2.0units per hour and the total daily dose history correctly indicated 48units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.